Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was reportedly doing well postoperatively. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort where the lead extensions and ipg were located. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50 cm. Model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25 cm.

Event description:
A report was received that the patient was experiencing discomfort where the lead extensions and ipg were located. The patient will undergo an explant procedure.